Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and the pump was no longer functional. Reportedly, the screen was shattered because the pump was caught by a car door. The contact reported that the screen was illuminated but garbled, and the screen cannot be read or interacted with. The customer's blood glucose level was 189 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.